Manufacturer narrative:
On 05 april 2016 it was prepared a final report with the information already submitted in the initial report. On 07 april 2016 the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
Batch review performed on 02 february 2016. (B)(4). No anomalies found related to the problem. To date, no similar events have been reported on items of the same lot.

Event description:
During the stem hammering came to crack in femur. The patient received 3 cerclages.